Event description:
It was reported that after the catheter was inserted, the pump alarmed for a leak. Blood was found in the helium tubing. As a result, the catheter was removed and a leak was found. A 2nd catheter was inserted to continue therapy. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: section d.1.-brand name corrected to rediguard iab: 8fr 40cc section d.4.-catalog# corrected to iab-s840c. Section d.4.-UDI# corrected to (B)(4).

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after the catheter was inserted, the pump alarmed for a leak. Blood was found in the helium tubing. As a result, the catheter was removed and a leak was found. A 2nd catheter was inserted to continue therapy. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.